Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e2, e3, h3, h4, h6. A review of the device history record found unsure whether there were deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, biopsy channel clogged, could not be identified. Could not identify the foreign material. Could not specify root cause of the foreign material remaining in the subject device. Although we confirmed presence/clogging of foreign material in the biopsy channel from photos provided by sbc, we could not identify the foreign material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in "duodenovideoscope, tjf-q170v, operation manual chapter 3 preparation and inspection". IFU states the preventive measure in "duodenovideoscope, tjf-q170v, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a foreign object in the biopsy channel. There were no reports of patient involvement.